Manufacturer narrative:
The sample is indicated as available for evaluation. A follow-up report will be provided once the sample has been received and reviewed.

Event description:
PICC assessed at 1900, noticed blanket was damp. Rn found small crack in PICC. Np at bedside to remove PICC. Placed in bio-hazard bag as tpn was infused thru line. Rn assessed PICC at 1830 during medication administration & reported no leaking, crack or issues.

Manufacturer narrative:
H3 other text: placeholder.

Event description:
Follow up.